Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis finding of ejected clips, this event is reportable as a malfunction. The instrument was received with the jaws yielded. The instrument was cycled and fired the remaining 23 clips ejected due to the condition of the jaws. The instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired during use. The clips would not hold in jaws upon automatic reloading. Another device was opened and used to complete the procedure. There was no patient consequence.